Event description:
It was reported that the atrial lead exhibited an increase in capture thresholds. The patient's device was reprogrammed. The patient's medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.